Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with critical pump error and pump error 35 due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error. No further information provided. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.